Manufacturer narrative:
(B)(4). Batch # m5666c. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is it possible that the device was used without a reload? No.

Manufacturer narrative:
(B)(4) date sent: 7/8/2016. Batch # unk the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during a sigmoid colectomy procedure, on attempting to staple and cut the inferior mesenteric artery, the device fired the knife but not the staples. As a matter of urgency, we had to open the clips to seal the vessel. There were no adverse consequences for the patient.